Event description:
A peritoneal dialysis (pd) nurse reported the patient was hospitalized due to constipation. Medical records received. Medical records indicated abscess and infection is soft tissue along with abdominal pain.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. A supplemental report will be submitted upon completion of plant's investigation and review of available medical records is available.